Event description:
The report received from the (B)(4) database states that the physician had difficulty capturing the angioguard. When the physician finally pulled the filter out, he found a piece of a precise stent attached to the filter. The patient is a (B)(6) male. The target lesion location was the middle right internal carotid artery (ica). The vessel was described as severely calcified and moderately tortuous with a 90% stenosis. There was thrombus present at the target site. An angioguard (601814rec/ lot 71010512) embolic protection device (epd) was prepped and inserted and advanced distal to the lesion and deployed. The lesion was pre-dilated. A precise (pco930rxc / lot 15257647) stent was advanced and successfully deployed in the lesion. There was no malfunction with the stent. During retrieval of the angioguard epd, the physician had a problem recapturing the filter basket after the sheath slipped out of the common carotid. The physician able to get the sheath back into the common carotid but still had trouble capturing the device. After some time, the physician pulled the filter out to find a piece of the precise stent attached to the filter. Afterwards, the physician attempted to gain access through the lumen of the stent with another angioguard (601814rec/ lot 70211503) to re-stent the area but he was never sure if he was through a side strut of the stent. After an angiogram of the carotid was performed, films showed the contrast flowed cleanly through the stent so the case was aborted. All devices were thrown away.

Manufacturer narrative:
Correction: additional information was received from the contact at the account who informed that there was no injury sustained to this patient (B)(4) during the index procedure. An email from the sales rep was inadvertently inserted into the incorrect file (B)(4). The information should have been inserted into (B)(4). There was no capture difficulty or stent fracture related to the products listed in this file. Therefore, this supplemental report is being sent unreporting the events. Please note that as there is no reportable alleged product failure or patient injury,the complaint has been deemed not reportable under the medical device reporting guidelines. No further reports will be forthcoming. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #1016427-2011-00135 and 9616099-2011-00949.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with MFR report #1016427-2011-00135 and 9616099-2011-00949.